Manufacturer narrative:
D6b was updated to 29 july 2025.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented remotely via merlin. Net, the pacemaker (pm) was in backup (vvi) mode. Intervention by downloading /saving the device files and device restoration to normal ddd settings were attempted. Both attempts had failed. Subsequently, the patient was placed on telemetry and magnet was applied to the pm. No pacing response was observed. Thus far, the patient had no consequences.

Manufacturer narrative:
New information received for device explanted on (B)(6) 2025.

Event description:
New information received that the device was explanted and replaced with a new device on (B)(6) 2025. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received in backup mode. The device image was corrupted, and signs of rapid discharging were noted. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing, and the battery was found normal. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. Corrective actions have been taken to address the issue. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received in backup mode. The device image was corrupted, and signs of rapid discharging were noted. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found normal. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.